Event description:
It was reported that on (B)(6) 2019, the patient was implanted with trochanteric fixation nail-advanced (tfna) system. On an unknown postoperative date tfna nail broke due to patient falling over. Tfna nail broke right under lag screw and came out in two pieces during removal surgery on (B)(6) 2020. There was no sign of non-union. During revision surgery patient was implanted with another nail. Procedure was completed successfully without any surgical delay reported. Concomitant devices reported: tfna fenestrated screw (part # 04.038.190s, lot # h825432, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: exact date of postoperative nail breakage is unknown. B5: corrected event description and concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: feb 06, 2017. Expiration date: jan- 01, 2027. Part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right ¿ sterile. Lot number: h286703 (sterile). Lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns063032 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 13412 supplied by ethicon (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55. Lot number: l254848. Lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h089429. Lot quantity: 1,008. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from (B)(4) dated aug 17, 2016 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h250092. Lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h248272. Lot quantity: 2,797 lbs. Certificate of test supplied by ati specialty materials dated nov 16, 2016 was reviewed and determined to be conforming. Lot summary report dated dec 06, 2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: 19-mar-2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date that the patient had tfna inserted on (B)(6) 2019 due to falling and tfna was removed on (B)(6) 2020. The tfna broke right under lag screw and came out in two pieces during removal. The procedure was completed successfully without delay reported. The patient outcome was unknown. Concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1), tfna fenestrated screw (part # 04.038.190s, lot # h825432, quantity # 1), unknown end cap (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).